Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this patient with degenerative mitral regurgitation (prolapsed posterior leaflet) had undergone the mitraclip procedure on (B)(6) 2020 when one mitraclip was implanted. On (B)(6) 2021 the patient had recurrent mitral regurgitation (mr) grade 4 with dyspnea. The original mitraclip was found to be attached to the posterior chord and the anterior leaflet. A reclip procedure was performed although imaging was a challenge due to shadowing from the original clip. A second mitraclip was implanted reducing mr grade to 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis as it remains implanted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported poor image resolution was due to the shadowing of the clip. The recurrent mr appears to be due to the slda. Dyspnea appears to be a cascading effect of the mr. Mr and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.